Event description:
The customer reported an issue where the pump battery was not charging despite using a tandem charging cable and attempting to charge through a wall outlet. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. After trying various troubleshooting steps, it was discovered that using a non-tandem charging cable resolved the issue, and the pump began charging. Technical support informed the customer that non-tandem cables should only be used for troubleshooting and arranged to send a replacement tandem charging cable.